Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer failed. The field service engineer (fse) replaced the half height cubie bus module and drawer controller boards, reseated row board cables, and ensured all cubie trays and pockets were properly seated. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 cubies were stuck and required maintenance. The customer attempted to reboot and recover the station, unplugged and reconnected the power cable, and opened the back panel for inspection; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.